Event description:
It was reported that the insertable cardiac monitor (icm) reached its end of service prematurely, shortly after implantation. The patient was unenrolled from clarity, and a new icm was implanted. The icm returned for analysis. No adverse patient effects were reported.